Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges seeing black on the device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged seeing black on the device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection was completed by the manufacturer and found water in the unit, discoloration to p4 is found to be corrosion/rust staining as a result of water ingress in pca power connecter. Secondary findings included bottom rust and water ingress. The manufacturer found no evidence of sound abatement foam degradation and no breach in the air path of the device. The device's downloaded event log was reviewed by the manufacturer and found 4 errors. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.